Event description:
A customer reported getting b/f purge overflow error messages "2239 b/f probe 1 purge failure", "2240 b/f probe 2 purge failure", "2241 b/f probe 3 purge failure" and "2242 b/f probe 4 purge failure" on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to inspect the well, the customer found a tip in well 1, removed the tip, rebooted the analyzer and primed wash, but errors persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth), creatine kinase mb (ck-mb) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, fse found bf wash purge failure on all 4 bf wash probes. Fse inspected the tubing from the wash container to the wash syringe, fse also inspected the bf wash probes and found wash was not dispensing from any of the 4 bf wash probes. Fse confirmed both wash syringes functioned properly, but suspects a leak problem. On further troubleshooting, fse found one of the thumb screws on wash tubing of the wash probe 4 was very loose allowing air to enter the wash system and causing a leak. Fse resolved the complaint by tightening the thumb screw on bf wash probe 4 solenoid. Fse validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10587106. There were two (2) similar complaints identified during the searched period for reported error 2239, which includes this event. But no other similar complaints found for the other reported errors during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [2239] b/f probe 1 purge failure cause : the overflow sensor failed to detect liquid even after the washer was purged. Solution : air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. [2240] b/f probe 2 purge failure cause : the overflow sensor failed to detect liquid even after the washer was purged. Solution : air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. [2241] b/f probe 3 purge failure cause : the overflow sensor failed to detect liquid even after the washer was purged. Solution : air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. [2242] b/f probe 4 purge failure cause : the overflow sensor failed to detect liquid even after the washer was purged. Solution : air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event is due to loose thumb screw on bf wash probe 4 solenoid.